Event description:
Heartmate 3 left ventricular assist device (lvad) presents with acute on chronic symptoms of worsening pseudomonas/serratia driveline infection requiring surgical incision and drainage, vacuum dressing, IV antibiotics, and status upgrade for heart transplant for device infection due to extremely limited medical/surgical treatment options. This patient will remain hospitalized until transplant given complex antibiotic and wound therapy.